Manufacturer narrative:
A ge service rep performed an on site investigation. The reported error message could not be duplicated. The system operates as intended.

Event description:
The customer reported that the system displayed an error message on the monitor. No pt injury was reported.